Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, vessel perforation occurred. Vascular access was obtained through the right femoral artery. The 70% stenosed and de novo lesion was located in the moderately calcified and non tortuous circumflex artery. The lesion was pre-dilated with an unspecified 12mm x 2.5mm balloon catheter. The 10mm x 3.0mm flextome cutting balloon was advanced to the lesion for further pre-dilatation and a small perforation was noted at the lesion site. The physician placed an unspecified balloon catheter and inflated it "for a long time". The artery tolerated the inflation well. An attempt was made to place an unspecified 3.0mm stent and there were no signs of the perforation. The procedure was successfully completed with a different device. There were no patient complications and the patient's status is ok.